Manufacturer narrative:
(B)(4) - device evaluation: a retained cartridge sample from lot #b201834 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained four occlusion alarms on the reported meter while giving himself bolus doses of insulin. The patient allegedly felt "low" after taking these partial boluses, and experienced the symptoms of sweating and confusion. The patient did not test his blood glucose level. The patient administered self-treatment by consuming food and juice, and his subsequent blood glucose reading was 209 mg/dl. Troubleshooting revealed the patient's technique was incorrect by not properly cycling the new cartridge before use. The issue was resolved with troubleshooting and patient education. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not properly cycling the insulin cartridge. However, as the patient allegedly suffered low blood glucose levels and received treatment with food after the pump occlusion alarm issue occurred, this complaint is being reported.